Event description:
It was reported that this pacemaker system was exhibiting atrial noise with atrial pacing inhibition. Recommendation to evaluate lead integrity was provided. This pacemaker system remains in service. No adverse patient effects were reported.